Event description:
During an attempted recanalization of a completely occluded anterior tibial vessel a flowcardia vp wire perforated the vessel. Tamponade with a 2.5mm balloon was attempted without success. Following, an oversized stent was placed in the artery but extravasation was still evident. Coils were necessary to stop the bleeding. No residuals effects and patient was discharged from the hospital the next day.